Event description:
The customer stated that a positive architect stat troponin-I result of 0.19 ng/ml was questioned by a physician for patient sample ID (B)(6) on (B)(6) 2022. The same sample was retested 3 hours later generating a negative result of <0.01 ng/ml. The customer's normal range is 0.00 - 0.09 ng/ml. The patient was redrawn and results were negative at <0.01 ng/ml. A corrected report was issued. No adverse impact to patient management was reported.

Manufacturer narrative:
All available patient information was included. Additional patient details are not available. Trending review determined no adverse trend for the issue for the product. Device history record review did not show any potential non-conformances, or deviations. Labelling was reviewed and found to adequately address the issue under review. The sample was retested on the architect i1000sr, (B)(4) with favorable results and no additional instrument troubleshooting. There were no identifiable issue with any instrument parts and no parts were replaced. Sample integrity could not be ruled out. The architect i1000sr function was verified with a control/precision run. Based on the investigation, no systemic issue or deficiency was identified.